Event description:
A synsiro pro drug-eluting stent system was selected for treatment. The device did not run. No further information is available.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference (B)(4). The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts was initially crimped on the balloon. White fibers were observed between the stent struts. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The device could be threaded over a 0.014 inch reference guidewire with no unusual friction. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its proximal end, i.e. Several struts are strongly bent. Microscopic inspection showed stent imprints on the exposed balloon surface, indicating that the bent struts was initially crimped on the balloon. White fibers were observed between the stent struts. Outside of the deformed zone the crimped diameter of the stent complies with the specification. The device could be threaded over a 0.014 inch reference guidewire with no unusual friction. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.